Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had delayed response. Customer¿s blood glucose was 89 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer stated the pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer states the buttons were not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the displacement test however, the device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. No moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.